Manufacturer narrative:
Method - follow-up with company representative.

Event description:
It was reported that a patient underwent an x-stop procedure at level l4/l5. Approximately 2 months postoperativly, the device was removed due to a spinous process fracture at level l4 and return of lumbar spinal stenosis symptoms. A laminectomy was performed. The procedure was completed successfully. Patient's status is good. Symptoms were relieved. No additional information was reported.